Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-oct-2021. The most recent information was received on 22-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain on the right') in a 46-year-old female patient who had essure (batch no. A 85494) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, cesarean section, gravida ii and drug intolerance. On (B)(4) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2020, the patient experienced fatigue ("chronic fatigue / physical exhaustion") and burnout syndrome ("mental exhaustion (burnout)"). In (B)(6) 2020, the patient experienced adenomyosis ("adenomyosis (detected during device removal)"). On an unknown date, the patient experienced ovarian cyst ("ovarian cysts"), anaemia ("anaemia"), intermenstrual bleeding ("metrorrhagia") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, ovarian cyst, anaemia, intermenstrual bleeding, heavy menstrual bleeding, fatigue, burnout syndrome and adenomyosis had not resolved. The reporter provided no causality assessment for adenomyosis, anaemia, burnout syndrome, fatigue, heavy menstrual bleeding, intermenstrual bleeding, ovarian cyst and pelvic pain with essure. The reporter commented: that following removal, her health condition has slowly improved. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain on the right') in a (B)(6) year-old female patient who had essure (batch no. A 85494) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, cesarean section, vaginal delivery and drug intolerance. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2020, the patient experienced fatigue ("chronic fatigue / physical exhaustion") and burnout syndrome ("mental exhaustion (burnout)"). In (B)(6) 2020, the patient experienced adenomyosis ("adenomyosis (detected during device removal)"). On an unknown date, the patient experienced ovarian cyst ("ovarian cysts"), anaemia ("anaemia"), intermenstrual bleeding ("metrorrhagia") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, ovarian cyst, anaemia, intermenstrual bleeding, heavy menstrual bleeding, fatigue, burnout syndrome and adenomyosis had not resolved. The reporter provided no causality assessment for adenomyosis, anaemia, burnout syndrome, fatigue, heavy menstrual bleeding, intermenstrual bleeding, ovarian cyst and pelvic pain with essure. The reporter commented: that following removal, her health condition has slowly improved. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.